Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional investigation summary: it was received for analysis a sealed box with twelve unopened samples of product code w523, lot mla268. During the visual inspection of twelve samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/02/2019. Corrected information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mla268, expiration date: 9/30/2023; date of mfg: 10/31/2018 and batch mmj952; expiration date: 10/31/2023. Date of mfg: 11/26/2018. A manufacturing record evaluation was performed for the finished device mlk410, mmj952 possible batch numbers, and no non-conformances were identified. The following additional information was received: you returned product code w523, lot mmj952. Were these sent in error? Are these representative samples of same code? These products code w523, lot mmj952 are representative samples of w523 and the product vcp493h not available to return. Additional h3 investigation summary: it was received for analysis a sealed box with twelve unopened samples of product code w523, lot mmj952. During the visual inspection of twelve samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlk410 batch number, and no non-conformances were identified. The following additional information was obtained: was the whole suture separated from the whole needle while in use on patient? N/a. Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one reported event /procedure for each reported product code? 3 products involved with issue however customer already discarded the products. Are representative and unused samples being returned as well for evaluation? Yes, the same products lot were returned as representative. Note: events reported via medwatch 2210968-2019-86540, 2210968-2019-86541.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was easily ripped off from the swage. It is unknown how the procedure was completed. There were no adverse patient consequences reported.